Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Manufacturer attempted to follow up with the site regarding this event but no further information was provided despite multiple attempts of follow up. Since limited information is available, the definitive root cause of the reported event cannot be established at this time. However, from the document review performed, no manufacturing deficiencies were noted. Should further information be received in the future, a follow up report will be provided.

Event description:
Manufacturer became aware of the following event through device tracking department. Based on the information on the patient registration form indicated that a perceval plus heart valve, pvf-xl was "explanted/inactive" during the procedure performed on (B)(6) 2025 . No further information has been received about any device dysfunction, delay in the procedure or patient outcome at this time.